Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received air bubbles and high blood glucose. The customer's blood glucose was 373 mg/dl at the time of incident, at morning blood glucose was 90 and customer went to dinner and blood glucose was 197 and later customer look at the blood glucose was 373. Customer reported sensor glucose was 200 and blood glucose was 160 customer reported alarm did not occur during fill tubing. The reservoir will be returned for analysis.